Event description:
On 7/24/2000, the MFR received medwatch #(100084-00-0015, see attached) from the facility that states the following: "the device catheter fractured-removed." On 7/24/2000, MFR's rep contacted the facility's nurse concerning the availablity of the device for return. The facility's nurse stated she was not sure what happened to the device, it may have been discarded. The MFR's rep informed her that due to the unavailability of the device, the MFR's investigation would be limited to a trend analysis and a review of the device history record. No further details are available at this time.